Event description:
Subsequent to the initially filed report, the following information was provided: it was reported that the procedure was to treat a 90% stenosed, heavily calcified and moderately tortuous lesion in the left anterior descending (lad) artery. There was resistance with the anatomy during removal so all devices were removed as a single unit. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion. The 2.5x15mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. There was resistance with the anatomy during removal and it was noted that the edge of the stent was flared. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no significant delay in the procedure. No additional information was provided.